Manufacturer narrative:
(B)(4). Method: the complaint opt312 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is thus based on the information and photograph provided by the customer. Results: visual inspection of the photograph revealed one of the swivel grip tube is detached. Conclusion: the damage to the cannula is likely to have been caused by excessive pulling force on the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken and pull tested to check glue joint strength at the cannula/tube joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the tubing of an opt312 optiflow junior nasal cannula became detached from the swivel grip after 1 day of use. There was no reported patient consequence.